Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation.

Event description:
The customer reported that during a 5-fu infusion the tubing disconnected at the port site connection to the cadd pump while the patient was at home. Although the patient had to call the facility hotline for appropriate procedures on reconnecting and cleaning the potential chemotherapy spill while causing a delay in treatment, there was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing disconnected at the port site connection to the cadd pump while the patient was at home. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: disregard file (after further review this file was changed from reportable malfunction to non-reportable due to it being a disconnect without a leak.)